Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise and oversensing occurring on this right ventricular (rv) lead resulting in pacing inhibition. The patient reported dizziness. The patient's device was reprogrammed to address the issue. Subsequently, this rv lead was surgically abandoned and replaced. The patient's pacemaker remains in service with the new lead. No additional adverse patient effects were reported.